Event description:
It was reported that the patient underwent a left total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to loosening of the stem.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product / lot code / expiration date. Date of implant. PMA/510(k) number. Manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. "